Event description:
It was reported that while in the cath lab the md inserted the sheath via the left femoral artery. After prepping the intra-aortic balloon (iab) the md inserted it through the sheath. After placement, the pump alarmed continuously. The md removed the iab and did not replace it.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. It appeared that the customer tried to clean the iab. Inner wire coils of the catheter were stretched & distorted approximately 3 cm in length at the bifurcation. Teflon sheath was on catheter approximately 3 cm from proximal end of bladder. One-way valve was attached to iab. Slide connector & cal key were attached to fiber optix sensor (fos) cable. Fos was light level tested & failed with cal key corrupt. Fos was re-tested with a different cal key & passed. It cannot be determined how or when the cal key was compromised. Spring wire guide (swg) was not returned. A vacuum was pulled on iab & held. A different swg was fed thru the central lumen with no resistance. Iab was submerged & pressurized in water. Bubbles exited 2 areas in the catheter approx 1 cm from the proximal end of the bladder, and a gross leak approximately 1 cm from the bifurcation. The catheter was examined under magnification, and 2 holes were observed that appeared to have been caused by a sharp object. A device history record re-review was conducted on the iab & it met all specs & passed all in-process testing. Conclusion: the cause of the complaint was due to the holes in the catheter. It cannot be determined when the catheter was compromised.